Manufacturer narrative:
Customer reports loss of communication between pump and transmitter. No physical damage to connector pins, cow catcher or case was noted per visual inspection. No traces of moisture/contamination were noted at connector per visual inspection. Unit was put to charge for +2 hours. The gang charger showed transmitter was still charging after several hours and did not detect transmitter reaching full charge. Voltage after charge was at 2.7 v. In conclusion, unable to charge unit or verify communication anomaly due to depleted battery.

Event description:
Information received by medtronic indicated that the customer reported loss of communication between insulin pump with transmitter. No harm requiring medical intervention was reported. The customer will discontinue to use the device.